Event description:
The facility reported a colleague infusion pump with "screen is distorted." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. During service, this device was also sent for recertification. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "screen is distorted" was confirmed and reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed the device has not been serviced prior to this event. A device history review was performed finding no exceptions, nonconformances, or rework that occurred during manufacturing. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.